Manufacturer narrative:
Customer reported that a pyxis medstation es produced a burning smell when attempting to access a drawer. Customer reported there was no patient involvement. Patient or user harm was not reported. This event is recorded in complaint number 3037437. A technical support specialist evaluated the device and reported that burn marks where visible on the device's drawer controller board. The field service engineer determined that the drawer's solenoid seized and overheated, affecting components nearby. The field service engineer replaced the drawer's solenoid, controller board and the system's communication board to resolve. Device tested and confirmed operational.

Event description:
Customer reported that a pyxis medstation es produced a burning smell when attempting to access a drawer. Customer reported there was no patient involvement. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis medstation es produced a burning smell when attempting to access a drawer. Customer reported there was no patient involvement. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-dec-2020 to 28- dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 failed and showing not detected on bus. A field service engineer removed module board from drawer and found that the solenoid was the issue as it had stopped functioning properly. He replaced solenoid, fh module board, fh pyxibus board, insep latch and retractor band. He also reassembled fh drawer back together and powered station down and placed back into station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.